Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving lioresal (500 mcg/day at 2000 mcg/ml) via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that there was skin erosion and breakdown over the pump site. The patient had spasticity. No diagnostics or troubleshooting was performed. The hcp moved the pump from the right side of the abdomen to the left side of the abdomen. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. Of note, the patient was a poor historian. No further complications were reported.